Manufacturer narrative:
The suspect device has been returned for evaluation. The returned catheter was visually inspected under magnification. The device displayed evidence of clinical use. The complaint is confirmed. No definitive root cause could be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found

Event description:
The account alleges during a fibroids embolization procedure, the radipaque tip of the microcatheter came loose outside the body of the patient. The device was replaced with a new unit. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges during a fibroids embolization procedure, the radipaque tip of the microcatheter came loose outside the body of the patient. The device was replaced with a new unit. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.